Manufacturer narrative:
The powerease adapter was returned to the manufacturer for analysis. The adapter is sticking when the spring is compressed. Otherwise, the device was found to be fully functional, no apparent physical damage, and with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Site representative (B)(4) declined to provide patient information. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that the site had broken an instrument. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Device lot number and manufacturing date provided.